Manufacturer narrative:
Intuitive followed up and obtained additional information. No fragment fell inside the patient. There was no patient injury. No patient demographic information was available. No images or video recordings available for review. Initial findings were confirmed. The reload was returned with a dislodged switch. The switch was dislodged from the tail but was returned with the reload. The reload was also observed with minor cartridge damage to the area of the tail that connects to the rest of the reload body. The reload was also observed to be missing staples from the proximal end of the reload. 7 of the most proximal staples were missing from the left side of the cartridge, while 4 of the most proximal staples were missing from the right side of the cartridge. The probable root cause of the reported complaint can be attributed to an improper reload installation. This can happen during the reload installation process when the installation tool was not used or became separated from the reload body during the process. This may result in improper alignment of the reload tail within the instrument channel. Proper use of the installation tool ensures correct alignment of the reload within the instrument channel and prevents staples from deploying prematurely or damage to the reload components. This issue can be resolved by using an alternate reload to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection found that the reload switch was dislodged from the reload tail. The dislodged switch was returned with the reload. The reload was found to have a detached fragment. The reload switch became dislodged from the tail of the reload. The switch was returned. The root cause of this failure is attributed to user. The reload was found to have cartridge damage. The damage was found at the proximal end near the reload tail. There was no material missing. The reload was found to have staples missing from the reload pockets at the proximal end. The reload was missing a total of twelve staples. This failure typically occurs when an attempt is made to install the reload into the instrument jaws without using the installation tool. The root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the endowrist 30 white reload had a piece of metal that was attached to the base break off when the customer was attempting to attach it to the instrument. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.